Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Unknown if lot number is: 7637522(?). Implanted date: original implant: approximately (B)(6) 2015. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient returned for revision surgery of left femur open reduction and internal fixation procedure on (B)(6) 2016. The devices were implanted approximately in (B)(6) of 2015. Surgeon stated revision surgery was related to fatigue failure of the plate due to left femur nonunion. One broken plate and (B)(4) intact screws were removed. It is unknown when in time the plate broke. Patient revised with a longer 12 hole plate. The revision surgery was completed successfully with no surgical time delay. The patient outcome was reported to be stable. This complaint involves 1 device. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity (B)(4)) . This report is 1 of 1 for (B)(4).